Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an "er1" message. Per the onetouch ultralink owner's booklet, an error 1 message can be due to an "electronic problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with the insulin pump. It is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. On (B)(6) 2012, between 9:00am to 9:30am, the patient claimed to have developed symptoms of "shakiness, blurry vision and acting mean/funny". Immediately after, ems was called in and checked the patient with their meter (unknown device) and obtained a reading of "34mg/dl". Ems administered food/drink to the patient in response to the symptoms. The cca noted that the alleged product issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue occurred.